Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they checked their blood glucose using meter and it was 425 mg/dl. Customer also had blood glucose level of 352 mg/dl. The customer reported up arrow button was hard to press. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. Customer had to push up button a couple of times before it will work. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. No further details given. The insulin pump will be returned for analysis.